Event description:
It was reported the pt underwent aortic valve replacement approx 10 years ago (exact date of implant is unk). The pt presented with shortness of breath upon exertion and an echo revealed possible decreased mobility of the leaflets and an elevated gradient. The pt underwent re-do aortic valve replacement surgery in 2009. The valve was removed and replaced with a larger sjm mechanical heart valve (21ahpj-505, s/n unk). Additional info has been requested.